Manufacturer narrative:
In the case description, the user mentioned receiving boluses of 1.2 u, 1.7 u and 1.55 u without programming them. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files only found the 1.2 u bolus and the 1.55 u bolus. A 1.7 u bolus was not found in the available log files. Inspection of the log files for the 1.2 u bolus showed evidence of interaction with the controller while programming and starting the bolus. The logs showed that the bolus calculator was opened by a press of the bolus button, the use cgm option was used to load a bg value of 325 mg/dl which resulted in a suggestion of 1.2 u based on the smartbolus calculator features of the minimum of the roc and iaf calculations, and the bolus suggestion of 1.2 u was confirmed and started through taps of the confirm and start buttons. The bolus record saved showed a 1.2 u correction bolus with no user adjustments. Inspection of the log files for the 1.55 u bolus also showed evidence of interaction with the controller while programming and starting the bolus. The logs showed that the bolus calculator was opened by a press of the bolus button, the user cgm option was used to load a bg value of 238 mg/dl which resulted in a suggestion of 1.05 u based on the smartbolus calculator features of the minimum of the roc and iaf calculations, the suggested bolus was adjusted, and the total bolus was confirmed and started through taps of the confirm and start buttons. The bolus record save showed a 1.55 u correction bolus with a user adjustment of 0.50 u, indicating that the user adjusted the original 1.05 u suggestion by 0.50 u to a total of 1.55 u. Inspection of the other boluses contained in the available logs showed similar evidence of interaction with the controller. No issues were observed in the available logs. The device was returned for investigation. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and tested in all functions. Entry of carbs, bg values, cgm values, and manual adjustments into the bolus calculator found the suggested bolus to be correctly calculated based on the user's settings and each bolus was only delivered after input into the controller to confirm and start the bolus and all boluses were accurately recorded into the device records. The controller was found to function as intended during the investigation.

Manufacturer narrative:
The device has been returned an the investigation is pending. A supplemental report will be submitted with the investigation results upon completion of the investigation. We are unable to confirm the reported uncommanded bolus issue.

Event description:
It was reported the personal diabetes manager (pdm) display showed three uncommanded boluses. The boluses were for 1.2 units, 1.7 units, and 1.55 units of insulin. Due to this the patients blood glucose levels reached 56 mg/dl.